Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: h3. Analysis of the handset found no anomalies were visually observed. Analysis could not duplicate complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. It was reported that, for the past month, the patient had been having issues with their handset. The patient stated that the handset kept crashing and giving them an error message that said it could not find the device and a "big red error message to restart everything". Patient services had the patient clear the data and attempt to connect to the pump. The patient was able to connect to the pump and request/receive a bolus. The patient stated that it took a while to restart and they got an error connection and it took a while to connect. The issue was not resolve through troubleshooting. The patient was redirected to healthcare information technology (hcit) for assistance. The patient was transferred back to patient services since the patient was getting a no pump response message. Per the patient, it took forever to find the pump to connect. When the patient worked with hcit, the patient would get to 27% when trying to connect to the myptm and then would get a "can't find pump" message. Before that, it would get stuck at 90% but a lot of this time it was 27%. The patient noted that they had already cleared the data with patient services before getting to hcit. The patient's doctor's office said to call for a new device. The patient noted it was not giving a red error message and to restart the program, but the patient had been "shuffled around for over an hour trying to get this handled". The patient turned airplane mode on then off and the patient still got service code 338 and the message "no device found" when trying to connect to myptm. The issue was not resolved through troubleshooting. A request was made for a replacement handset.